Event description:
Abbott diabetes care received a medwatch report which reported the following information: the customer's pharmacist erroneously dispensed and applied a freestyle libre 14 day sensor instead of the customer's standard freestyle libre 2 sensor. As a result, the customer was unable to obtain readings. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.